Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the motor device was overheating. There were no delays in the surgical procedure. It was not reported if there was a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. The device was evaluated, and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during repair, it was determined that the device failed for loctite and cable assessment- cable frayed, and for cutter lock assessment- unable to secure cutter. During service/repair, it was determined that the drive shaft was broken. It was further determined that the issues were consistent with user error. The assignable root cause was determined to be traced to user, which is user error and misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.